Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Problem: delivery accuracy out of tolerance no sample / underinfusion the device was not available. Only the history data was sent for investigation. Results: the device history files from 2024-02-03 were analyzed. A space line was inserted and volume of 170ml and a rate of 85ml/h was selected. The line was several times purge and a new volume of 85ml was selected. The infusion started with a rate of 85ml/h. A "vtbi near end " alarm occurred and 5 minutes later the volume was reached and the kvo (keep vein open) mode started. The infusion was stopped and a new volume of 85ml was selected. The infusion started with a rate of 85ml/h. The infusion was interrupted for 1 minute and after 30 minutes the infusion was stopped. During the second infusion, 59,01 ml was infused. The line was extracted. No other abnormalities were found. Judgment: the complaint could not be confirmed.

Event description:
According to the customer: when did the failure occur: during therapy. Reason of complaint: under infusion of gemcitabine. Presence of 3rd party adapter. Infusomat space line with the green label. Rate 645 milliliters (ml) an hour , entered volume to be infused (vtbi) of 350ml. Actual volume of bottle 282.5ml. Started 1136 hours, around 1210 hours, when kvo was observed, physical volume was observed to be still half full when it is expected to be empty. Name of device alert: no alarm. History log files / trendfile available: yes.